Event description:
It was reported to philips that the host pc intermittently failed to boot on a allura xper fd20. The clinical use of the system was outside of use. There was no reported patient or user harm.

Manufacturer narrative:
Philips service replaced the host pc (459801208612 nehalem host pc monoplane rev_iii no_hdd) and restored the system to normal. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4).